Manufacturer narrative:
(B)(6). The suspect pump was returned for evaluation. Service history indicates that no repairs were performed within the last 12 months. Visual and functional inspections found the device to be in good condition. The complainant¿s allegation could not be confirmed; however, the device displayed an upstream occlusion alarm, with the probable cause identified as a defective upstream occlusion sensor. The device has reached end of life (eol) and will be returned to the customer unrepaired.

Event description:
It was reported that the device was unable to prime the set. During the investigation, it was observed that the device displayed an upstream occlusion alarm. This malfunction renders the event reportable. No patient involvement or adverse events were reported.